Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. The conclusion of the investigation states: the exact cause of this failure is unknown and is continued to be monitored. The failure was immediately detectable with no harm to the patient or extensive delay of surgery. CAPA: ­00036 was opened to monitor the ongoing review.

Event description:
It was reported that in two nc kits, the swivel was dislodged immediately upon threading the fb through tip as he stated they were not snapped together. The surgeon was highly concerned and did not want to use the kits as he deemed faulty and wanted additional product opened. This was a very young patient and patient care is top priority. The reporter is working with the agent and the surgeon to gain more information and instill confidence. The 2 other kits were not used because of concerns about the anchor. When dr. (B)(6) was pulling slack of flexband through the eyelet the tip dislodged from the anchor. Not even seated in drill hole.